Manufacturer narrative:
Permobil received report claiming the right front caster fork having detached from the device just after the end-user hit a bump in the road. There were no reports indicating the end-user was harmed or having suffered any injuries as result of this reported event. Reports received from service provider claim this event occurred approximately 1 month after the end-user had received the device. Interviews conducted with the service provider indicate the device was initially owned by a different client; when they no longer needed the device, it was returned to the provider in order to be refurbished and reissued. Provider indicated to permobil that they have a procedure in place for when they refurbish devices for reuse which includes checking the caster fork mounting hardware for correct securement and adjustment. Provider indicated they were unable to confirm if the procedure was followed to check hardware for proper securement as they have no supporting documentation. The service provider stated they will be generating a check list to ensure all critical service points are verified inspected for all future service activities. It was reported the affected device was picked up by the provider, repaired according to specification and returned to the end-user. No further issues have been noted since return. The DHR was reviewed and device met specification prior to initial distribution.

Event description:
Received report stating as the end-user was driving the device out of doors, they hit a bump in the road after which the right front caster fork detached from the device. No injuries were reported to have occurred as a result of this event.